Event description:
It was reported that the patient experienced bradycardia due to a fractured right ventricular (rv) lead. It was also reported that the rv lead exhibited high thresholds, high impedance, and no capture. The rv lead was capped and a functional capped rv lead from a previous device was used in its place until a lead revision could be done. It was further reported that approximately 1 month later the patient died and the planned rv lead revision did not take place. The cause of death has been requested and not received.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Attempts to obtain additional information were unsuccessful.. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst commented that the right ventricular (rv) lead pace impedance started rising in aug. 2014 to greater than 3000 ohms in nov. 2014. (B)(4).